Manufacturer narrative:
Date sent to the FDA: 11/15/2007. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a gynecological procedure in 2007. During the procedure, the motor drive unit was making a loud whining noise and the lights were flashing on and off. The motor drive unit appeared to not be strong enough to cut the tissue. The procedure was successfully completed using scissors to cut the uterus into small pieces with no adverse patient consequences.